Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ECG electrodes) was confirmed. As received, the belt failed ECG fall-off testing. Upon evaluation, the trunk cable connector was cracked and the driven ground wire was open inside the trunk cable. The cause of the non-functional ECG electrodes is the open wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that the ECG electrodes were non-functional.